Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® urine complete cup kit, an unspecified number of towelettes are dried out across multiple lot numbers. Only one lot number was provided by the customer. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® urine complete cup kit, an unspecified number of towelettes are dried out across multiple lot numbers. Only one lot number was provided by the customer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photographs for investigation. A total of 10 retained samples were visually inspected on lot 4191630, and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. No device history review, complaint history review and retention sample review could not be performed on the unknown lot. This complaint has not been confirmed for lot 4191630 and lot unknown, for the indicated failure mode: dry towelettes. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.